Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A (B)(6) female patient contacted zoll to report that she had a skin irritation on her back. The patient's doctor prescribed a cream to treat the irritation. The patient also removed the lifevest for a couple of days. Follow-up indicated that the rash was cured completely and the patient was wearing the lifevest.